Event description:
It was reported the asymptomatic patient underwent a successful leadless pacemaker (lp) implant. After two days, the lp was interrogated, and the battery diagnostics were displayed incorrectly. Programming was adjusted but no resolution was found for the incorrect measurement display. The patient was stable and continued to be monitored.